Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable complete essential performance testing and the response buttons were not functional. The monitor's electrode belt connector was broken free from the case and the driven ground relay pin 2 to pin 9 were reading open. Additionally, the rear response button cable was cracked. The root cause for the damaged receptacle was excessive force. The root cause of the open pins and cracked response button cable were unable to be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged.